Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on unspecified date in 2018. (B)(6). The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) i.v. Administration sets with control-a-flo regulator have a broken package. This was identified prior to patient use. There was no patient involvement. No additional information is available.